Event description:
It was reported that, "we impacted a 23 x 195 conical stem in to the pt's femur. The stem impactor would not unthread from the conical stem. We had to slap hammer the stem out and use a 24 x 195 stem which was impacted in an off label manner."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.